Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va20njk, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their lead wire had moved and they needed to get it checked. The could see the wire under their skin and it looked like a half a 'c' and did not feel like it used to when it was implanted. They said they saw a manufacturer representative (rep) who did not think it was a problem, they knew the lead had moved, but they rearranged the settings and did not think it would be a problem. The patient reported it was ok for a while, but they were having problems with it again. They were looking for a new physician as they had since moved.